Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.